Event description:
It was stated that the customer was hospitalized for a high blood glucose reading of 27 mmol/l with vomiting. Prior to the event, the customer delivered several boluses, but the high blood glucose levels continued. No alarms were found in the alarm history. The insulin pump passed the self-test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.